Manufacturer narrative:
.

Event description:
Procedure: whipple. According to the reporter: the device jammed and scissored a vessel. The device remained locked and would not open. Another clip was used and no further pt impact was reported.